Manufacturer narrative:
Corrected data: initial mw was submitted with date 24oct2017. The actual aware date is 31jul2023. All information has been submitted within 30 days of manufacturer awareness.

Event description:
Healthcare professional reported a right side implant exchange with no complaint against the device. Healthcare professional later reported a right side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side implant exchange with no complaint against the device. Healthcare professional later reported a right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.